Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7071707.

Event description:
It was reported that the patient had an infection wherein visible pus and drainage at the pocket site were noted as a symptoms. It was unknown if the infection was device or procedure and what caused it. The patient was placed on antibiotics and underwent a system explant procedure. The explanted device components were discarded.